Manufacturer narrative:
The patient reported prolonged bumps post laser treatment for hair removal on the lower legs. The patient experienced discoloration 12 days post treatment. Treatment parameters were within normal limits. The patient sought medical advice from an outside physician who stated that the patient had been burned and prescribed minicycline. During evaluation of the device, there was no problem found. The handpiece was operating within specifications. Burns are a known side effect of laser treatment. This is reportable due to medical intervention.

Event description:
The patient experienced prolonged bumps post hair removal treatment on the legs. The patient experienced discoloraiton 12 days post initial treatment and sought medical advice from an outside practice physician.